Event description:
Customer reported air bubbles in the reservoir. Customer was advised on how to avoid air bubbles. The blood glucose reading was 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.